Event description:
The customer's mother stated that she may have inserted the reservoir without first rewinding the insulin pump. The customer's mother stated that the customer was briefly connected to the insulin pump. The customer's mother reported that the reservoir was filled with 140 units of insulin, and at the time of the report there were only 80 units remaining. The customer's blood glucose reading was 118 mg/dl at the start of the phone call. Later during the phone call, the customer's blood glucose read 91 mg/dl. The customer's mother stated that she was going to take the customer to the hospital to prevent a possible hypoglycemic event. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.